Event description:
The tech alleged that the side rail will not latch. No pt impact.

Manufacturer narrative:
The tech found the side rail is missing the latch bolt. The tech replaced the side rail latch bolt to resolve the issue.